Manufacturer narrative:
Insulin pump received with no act button response due to corroded keypad traces. Insulin pump was tested with another good keypad and programmed current date and time. Insulin pump functioned properly. No frozen screen or time clock anomaly noted during testing. Insulin pump was unable to perform prime, the excessive no delivery test and displacement test due to no act button response. Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip and cracked belt clip slot.

Event description:
Customer called to report the insulin pump was stuck in the rewind process with a frozen screen. There was no response from any of the buttons on the keypad. The insulin pump alarmed for no delivery after the buttons stopped responding. The battery was removed for 5 minutes and reinserted. The display was still frozen with no advancement of time. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.